Manufacturer narrative:
The e602 module serial number was (B)(6). The competitor method was abbott. There were "a lot" of bubbles in the cap of the reagent pack. Qc was acceptable. The reagent pack was loaded on the instrument on 26-dec-2024; the samples were run on (B)(6) 2024. The investigation is ongoing.

Event description:
The initial reporter questioned negative results for 9 patient samples tested for elecsys anti-hbs ii (anti-hbs ii) on a cobas 8000 e 602 module. Positive results were expected as the patients were vaccinated with hepatitis b. When the samples were repeated on the e602 module and a competitor method, the results were positive.

Manufacturer narrative:
Calibration and qc were acceptable. "Abnormal reagent probe movements" and "abnormal low signal and water reservoir level too low" alarms were observed on the alarm trace from the day of the event. The customer noted "a lot" of bubbles in the cap of the reagent pack. Bubbles in the reagent could potentially cause issues during the sample processing. The customer has not had any further issues. The investigation did not identify a product problem.